Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 6 mg/dl. Reportedly the customer lost consciousness. The customer was treated with intravenous fluids of saline and v5 fluids. Customer was discharged from the ICU on (B)(6) 2025 with the issue resolved and no permanent damage. The customer alleged the pump delivered to much insulin. Tandem technical support reviewed the pump logs and confirmed the pump was functioning as intended.